Event description:
Noise was noted on this atrial lead. A lead revision was performed (B)(6) 2011 at which time the header was also tightened. All records indicate that this device remains implanted. Should additional information become available, this event will be updated.